Event description:
The customer reported that the ventilator is inoperable while on a pt. There was no pt harmed or changed in therapy as a result. The customer reported the alleged malfunction was not duplicated by the biomed. The ventilator passed all testing.